Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on 17 may 2022, an 18mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure there were no adverse events reported. On (B)(6) 2022, the patient was hospitalized due to left sided chest pain. An electrocardiogram and transthoracic echocardiogram were conducted, and no pericardial effusion was discovered. The patient was diagnosed with pleurisy and given 1 IV dose of toradol and discharged. The condition was declared to be resolved (B)(6) 2022. There is no allegation against the abbott device. No additional information was provided.

Manufacturer narrative:
An event of angina was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that chest x-ray ruled out any acute cardiopulmonary disease, echo ruled out pericardial effusion. Based on the information received, the root cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.